Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Unknown variax dr.

Event description:
The patient had a variax dr implanted. After surgery, the surgeon found the epl ruptured. This case was acquired from journal of japanese society for fracture repair on (B)(6) 2015.